Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/30/2014 with the following findings: moisture was present behind the display lens: the reported issue was duplicated. The returned battery cap was able to secure to the pump per the instructions for use (IFU). The battery compartment was intact. The pump case was observed to be cracked near the right side of the display lens; this device failure indirectly caused the reported issue. The pump failed a leak test due to the pump case damage; this device failure directly caused the reported issue. The following findings are related to the reported issue: the keypad cover was intact; however, all of the keypad buttons were unresponsive due to internal moisture damage. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump case was removed, and evidence of moisture ingress was found on the keypad flex cable and connector, as well as other internal components. Unrelated to the reported issue, the display screen visual was dim and discolored due to an unidentified display failure. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed behind the display lens; there was no evidence suggesting that the pump sustained any physical damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.